Event description:
It was reported that the "6 inch pressure tubing with stopcock" was found defective prior to use. The staff noticed a leak at the junction of the pressure tubing and stopcock. As a result, the tubing was replaced. There were no reported pt complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: the intra-aortic balloon (iab) was not returned. Two 6" arterial pressure (ap) lines were returned. There was blood on the returned ap line. After blocking all openings on each stopcock, water was injected into it. On both samples a leak was evident where the 6" tubing connects to the stopcock. The parts were examined under magnification & a void in the solvent was detected at the stopcock/tubing junction. A DHR re-review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The potential cause of this issue is manufacturing related since the bonding at the stopcock/tubing junction appeared to be incomplete. A CAPA has been initiated to address this issue.